Manufacturer narrative:
(B)(4)

Event description:
During a breast oncology case, one of the wires broke during capture on the intact wand. The wire remained attached to the device tip. Nothing remained in the patient and there was no patient harm.

Manufacturer narrative:
Product event: (B)(4).

Event description:
During a breast oncology case, one of the wires broke during capture on the intact wand. The wire remained attached to the device tip. Nothing remained in the patient and there was no patient harm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.